Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. (B)(4).

Event description:
New information received indicates that the laser probe was not working. The case was completed using and alternate laser probe. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the light output was too low and the laser is not working. Additional information has been requested, but none has been received to date.